Event description:
The facility reported the mst packer/chang iol cutter blade broke off and fell into the posterior chamber of the eye while attempting to cut an iol. The patient was referred to a retinal surgeon and the broken blade was removed without injury to the patient. A new iol was implanted and the patient was doing well 1 day post-op.

Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation.